Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: a product investigation was conducted. Visual inspection: upon inspection, it was observed that the device's handle has multiple minor cracks. Device's handle was found to be broken without separating into 2 or more pieces. The complain can be confirmed for the reported condition. Dimension inspection: it was not performed due to post manufacturing damage. Investigation conclusion: the complaint condition is confirmed. While no definitive root cause could be determined it is possible that the device encountered unintended forces (during usage or handling at the time of surgery). During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities a device history record (DHR) review was conducted: part # 314.27, synthes lot number: 4308355, manufacturing site: (B)(4). Release to warehouse date: 15-aug-2007, review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during a routine incoming inspection, it was observed that the large hexagonal screwdriver was broken. There was no patient involvement. This is report 1 of 1 for (B)(4).